Event description:
Thin stainless steel pin had come loose in mouth and the brush head stops spinning [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he had been using his oral-b rechargeable toothbrush, version unknown with an oral-b flexisoft brushhead, and after about a week's use, a thin stainless steel pin had come loose in his mouth and the brushhead stopped spinning. The consumer noted that he didn't swallow the pin. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.